Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: one curved opening, white particles calcification -like in device outer surface, broken of plug strap and missing of plug strap. Leak test and microscopic analysis was performed which identified: two openings striated, broken sharp and nicks others. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings striated assessed as surgical damage. Broken sharp of plug strap assessed as unidentified (tear) opening. Nicks others assessed as non-penetrating nick. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.